Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, 15 minutes apart. Rptr's meter reading was 198 mg/dl, and rptr's dr's meter (type unknown) was 120 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. No harm was alleged.